Manufacturer narrative:
This item contains no loop. Issue occured due to wrong loop insertion the loop should be inserted in accordance with ifu234grst rev. H (figure 4.3), engineering department assume that during loop insertion process, too much force was applied on the cover and it pulled out the g-lok body. There is no risk to patient with this implant since it is biocompatible.

Event description:
The surgeon was using the no-loop glok to fixate a distal biceps repair. After passing, the surgeon tested the tension of the tendon and wanted to make sure the button was against the cortex, and the center of the button seemed to break off, with suture pulling back through the tunnel. The piece at the center of the button remained in the patient and could not be retrieved.